Manufacturer narrative:
Radiometer investigation shows that there is possibly a cloth or an air bubble stuck either in the cuvette or somewhere else in the wet section that could impact the oximetry measurement performance. It could also be that the hemolyzer is not functioning correctly and the sample is not hemolyzed properly. Hence the root cause is unknown, as radiometer is unable to determine the exact cause.

Event description:
According to the complaint, on (B)(6) 2024 and (B)(6) 2024 the abl90 flex plus analyzer (serial number: (B)(6)) gave low hemoglobin (cthb) result and no co-ox values for 2 liver transplant patients. The user did not believe the low cthb results were physiologically possible, hence the results were not used for treatment or diagnosis, and the samples were rerun immediately. Patient 1 1) (B)(6) 2024, 16:37 - cthb: 5.2g/l (discrepant) 2) (B)(6) 2024, 16:39 - cthb: 68g/l (comparison) patient 2 3) (B)(6) 2024, 15:05 - cthb: 14g/l (discrepant) 4) (B)(6) 2024, 15:07 - cthb: 128g/l (comparison) patient 3 1) (B)(6) 2024, 14:08 - cthb: 41g/l (discrepant) 2) (B)(6) 2024, 14:09 - cthb: 147g/l (comparison) 3) based on these measurements, the 5.2g/l, 14g/l and 41g/l cthb measurements were reported as false low.

Manufacturer narrative:
The age, sex and weight of patient 1 is stated in section a2, a3a and a4 respectively. The age of patient 2 is 61 years, and sex of patient 2 is male. Weight of patient 2 is 103.4kg. The age of patient 3 is 79 years, and sex of patient 3 is female. Weight of patient 3 is 50kg.